Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. At this time precision strip has not yet been returned, and a valid serial number has not been provided for precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips were reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ketone readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving high ketone reading of 1.1 mmol/l obtained on the adc reader when compared to the actual reading of 0.1 mmol/l. The customer experienced dizziness and constant urination. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp) upon arrival, monitored insulin and ketone levels for 8 hours and obtained unspecified readings hcp meter. The customer received unspecified treatment for the reported product issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. A tripped trend review was conducted for the reported complaint and libre readers, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ketone readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving high ketone reading of 1.1 mmol/l obtained on the adc reader when compared to the actual reading of 0.1 mmol/l. The customer experienced dizziness and constant urination. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp) upon arrival, monitored insulin and ketone levels for 8 hours and obtained unspecified readings hcp meter. The customer received unspecified treatment for the reported product issue. There was no report of death or permanent injury associated with this event.